Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient received a supply bag lines are blocked message on the cycler. The patient reported having been in the hospital previously due to not being able to walk. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis. A peritoneal effluent culture on (B)(6) 2017 reveled pseudomonas and the treatment rendered was vancomycin and fortaz. The causality of the peritonitis was unknown. The patient continued with peritoneal dialysis and was switched to hemodialysis on (B)(6) 2018. The patient is recovering.

Event description:
A peritoneal dialysis patient received a supply bag lines are blocked message on the cycler. The patient reported having been in the hospital previously due to not being able to walk. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis. A peritoneal effluent culture on (B)(6) 2017 reveled pseudomonas and the treatment rendered was vancomycin and fortaz. The causality of the peritonitis was unknown. The patient continued with peritoneal dialysis and was switched to hemodialysis on (B)(6) 2018. The patient is recovering.

Event description:
A peritoneal dialysis patient received a supply bag lines are blocked message on the cycler. The patient reported having been in the hospital previously due to not being able to walk. Upon follow up with the patient's nurse, it was reported that the patient was admitted to the hospital on (B)(6) 2017 for peritonitis. A peritoneal effluent culture on (B)(6) 2017 reveled pseudomonas and the treatment rendered was vancomycin and fortaz. The causality of the peritonitis was unknown. The patient continued with peritoneal dialysis and was switched to hemodialysis on (B)(6) 2018. The patient is recovering.

Manufacturer narrative:
Additional information: clinical evaluation: there is no documentation to show a causal relationship between the patient event of peritonitis and hospitalization and the liberty select cycler or cassette. Additionally, there is no report of a leak or malfunction against the cycler or cassette. There is a temporal relationship between pd therapy and the event of peritonitis. It is unknown if the patient followed aseptic technique during set-up for ccpd therapy. A causal event of the peritonitis is not confirmed. Device evaluation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.